Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 650 mg/dl. The customer did experienced the symptoms such as throwing up cough and hard time breathing. The customer was treated by bolus with intravenous insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer report did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis.